Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.395" x 0.066" was found to be broken off. The broken piece was not returned. The components adjacent to this broken blade do not show damage. Additionally, the instrument was found to fail the energy recognition test. The instrument was placed on an in-house system and passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized by the system. The procedure was completed with no reported injury.